Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer did not properly auto-decrement, during an atrial threshold test. Specifically, the test was set to decrease output after every third pulse. Initially the output did not decrease for several pulses, then output began to decrease with each pulse. It was noted that a speed-up of the electrocardiogram (ECG) coincided the output decrease. The issue was escalated for further investigation. The programmer remains in use. No patient complications have been reported as a result of this event.